Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.